Event description:
The customer reported that the system displayed an ifb reset error message. This error message will result in the termination of the system's functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All system circuit boards were reseated. The system was then found to be operating as intended.